Event description:
The female was scheduled for a standard asd closure procedure. The patient had a primary asd and an additional secondary asd. A guidewire was passed through the primary hole and a sizing balloon was passed over the guidewire to size the primary defect. Once sizing was done, the guidewire was pulled back and the balloon test was done to detect any possible secondary defects. The balloon was then withdrawn and the asd occluder was then placed to close the primary defect. The procedure was completed and the patient was kept for post procedure observation. Three hours after the procedure, the patient presented with cardiac tamponade and was sent for open heart surgery. The aorta was observed to have had multiple dissections and was repaired. The device that occluded the primary septal defect was okay and was left in place. The secondary asd was small and did not require any intervention. The patient is fine now and will be followed up as per post procedure requirements. According to the physician, the cause of cardiac tamponade was secondary to the perforation of the aorta. The exact cause of the perforation was not known. The physician mentioned that it could not have been caused by any defect of the device. It could possibly have been caused by the way the procedure was performed or the sizing balloon.